Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a shocking/jolting sensation down to her vaginal area following a revision of the neurostimulator pocket to make it bigger. Impedance measurements were in normal range. The pt still felt shocking even when the amplitude was decreased. The shocking was also felt when the device was pressed on. Add'l info was requested.